Event description:
The technician alleged that the slide bracket mounting screws that hold the side drail place came loose and fell out, which caused the side rail to fall off the bed. No injury reported.